Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to e2 which was inadvertently checked; reporters title is not available. Correction g2 for reporting source. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. The device was tested for 2 days with ltf-s300-10-3d. No mechanical damage or burned parts was found inside the device. There was no signs of liquid inside the device. In addition, the following non-reportable malfunction was found during the device evaluation: old software version. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction (no image) was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received by service, but is anticipated. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite iii video system center had no image. The issue was found during the procedure. There were no reports of patient harm.